Event description:
As part of a reprocessing program, synergy health who collects the or towels from the or and washes and reprocesses those items, there was foreign material in the way of staples and hair found in the first batch of towels sent to the hospital. Items were pulled and returned to company. This was the same situation as we had with the metal basins.